Event description:
Previously inserted PICC line -inserted 2004- noted to be leaking. Upon removal and inspection it was noted to have a leakage area behind the brown access port. This required removal and replacement.